Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her last doctor ¿put it in wrong, so another doctor had to revise it and put it in again in my butt cheek.¿ the patient reported that the revision was on (B)(6) 2018. No further complications were reported.